Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Complaint narrative (b5). The complaint states that a display issue was reported. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. Data: mobile app, it was reported that a display issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. It was reported that a display issue occurred on a mobile application. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. When applicable, include off-label/misuse statement after issue statement.